Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise. No intervention was performed. The patient remained in stable condition and will be further monitored.

Manufacturer narrative:
Further information was requested but not received.